Manufacturer narrative:
The user facility submitted a medwatch report for this event: mw5090193. The lot was manufactured between march 24, 2019 and march 26, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle spike port. The leaks were discovered during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.